Event description:
A patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice pro (hcp) during use, during dwell 1 of 4. The patient stated that he did a manual exchange of 2000ml. The initial drain volume equaled 12ml. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 9500ml, a total time of 10:00 hours, a fill volume of 2300ml, and a last fill volume of 0ml. The patient weight equaled 180 pounds, the cycles were set to 4, the initial drain alarm was set to 0ml, the comfort control setting was set to 37 degrees celsius, the last manual drain setting was set to yes, the ultrafiltration (uf) target equaled 700ml, and the alarm was set to no. The technical service representative (tsr) had the patient perform a manual drain and the drain volume equaled 4733ml. The patient felt fine now and would continue with the therapy. The tsr advised the patient to contact his registered nurse (rn) regarding the initial drain alarm setting. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The rn returned product surveillance's call on (B)(6) 2012, regarding the reported iipv. The rn stated she was aware of the events and the issue with the initial drain alarm. The rn stated that the previous day the patient had not performed their manual day exchange so they had called the on-call nurse and the initial drain alarm was adjusted to 0ml. The day of the event the patient had performed their manual day exchange, but did not call the clinic back to re-set the initial drain alarm. The rn stated the issue has since been resolved and that the alarm has been re-set. The rn stated the patient has been informed that they have to do their manual day exchange from now on so that the alarm does not need to be changed. The rn stated the patient has been continuing therapy on the cycler succussfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leaks noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant cassette sample evaluation. This complaint for increased intra-peritoneal volume (iipv) was confirmed in the homechoice pro event history log. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The label review found the labeling adequate for the use error in this complaint. Upon completion of baxter's investigation, a follow-up MDR will be submitted.